Manufacturer narrative:
Device is not distributed in the united states. Device will be evaluated by synthes (B)(4).

Event description:
Device report from (B)(4) indicates the following: on (B)(6) 2011, surgical operation for the shaft of the femoral bone was done with use of (B)(6) afn. The pt was young and bone marrow space was more than 7mm and the doctor reamed the bone marrow up to 10mm. The operation was finalized w/o any problems and pt started rehabilitation. Surgical intervention occurred on (B)(6) 2011 due to postoperative nail breakage.

Manufacturer narrative:
The device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. An engineering examination was conducted. The dimensions of the femoral nail were checked (as far as possible) and found to be in accordance with the technical drawing of the producer and a4/asi f specifications. The short and cannulated expert a2fn broke through the third locking hole in the distal part of the nail. It is assumed that the crack initiation started at the lateral side of the nail and ran through the centre of the locking hole. After breaking, the two nail fragments rubbed against each other causing some strong destruction of the fracture surfaces (abraded areas). Gliding wear marks were observed inside a proximal locking hole and two distal locking holes. They result from micro movements between the nail and the locking screws and are a sign for instability and high dynamic loads. When examining the distal fracture surfaces (part a and b) by scanning electron microscope (sem)s the initial fracture areas, the fracture behaviour and areas with residual forced fracture could be identified. A pattern of ripples or fatigue striations was observed in the crack propagation zones. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue failure. Sem observations and findings indicate that the expert a2fn failure was caused by fatigue and overload (dynamic bending and torsional load). Based on the topography of the fracture surfaces it can be concluded that the investigated expert a2fn had to absorb and neutralize forces that may have been greater than the tolerable load. Prolonged mechanical stressing and overload led to the fatigue failure of the femoral nail. Postoperative activities of the patient and possible instability in the fracture fixation may have played a certain role too. No evidence of material or manufacturing defects could be found.